Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the rtm would get hot. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient cannot charge the screen states to contact manufacturer. The controller and the recharger were both getting hot. During the call, patient mentioned he has seen this screen every so often in the past, (since the end of 2019) and would just reset controller, which resolved the screen. Patient did not remember the information on the screen, just that it said to call manufacturer. The patient reset the controller and was able to get the ins charging again and the recharger cord did not get hot again. The patient started recharging during the call, and patient got to recharging excellent and did not see the screen that he saw on sunday. Patient services consulted with repair and reviewed with patient to continue monitoring recharging: if the rtm gets hot or the screen comes up again write down the details and call back. Patient also mentioned he was sent an rtm previously. The patient also mentioned date <(>&<)> time were grayed out in the menu while charging ins. General controller usage were reviewed. No patient symptoms were reported. No further complications were reported/anticipated. Additional information received on 2020-04-27 stated that the patient continued to have issues charging. The recharge telemetry module would get hot and an rm04 would be seen. Reset did not resolve. The controller would always be charged, and was currently 60% with the ins 100%. The patient was unable to charge the ins while sitting up, and would have to hold the recharge telemetry module in place and make many attempts, the patient stated if he moved at all while lying down he would lose the connection. The patient also reported the software problem 1-intellis, 2-3.0, 3-243, 4-qf-port, and lengthy charge times. Patient was issued a new recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected.